Manufacturer narrative:
The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. From the description provided the physician faced difficulty inserting the arteriotomy locator into the hemostatic sheath and felt excessive resistance when the user attempted to reposition the arteriotomy locator. This may have been due to a kink in either the hemostatic sheath or arteriotomy locator hindering the insertion process or a partial occlusion that provided the extra resistance the physician experienced. However without the device for evaluation no conclusion can be drawn. A search of the complaint handling database confirmed there have been no similar reports for the reported part/lot combination. A review of the device history record revealed no related issues during the manufacturing process. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported they were unable to insert the locator: the following information was provided by the user facility: the locator was not inserted into the insertion sheath easily and did not slide smoothly in the insertion sheath; the device was not used and replaced by a new one to continue the hemostasis procedure; the physician had completed the training process on the device prior to this case; the puncture site was proximal to the inguinal ligament of the right common femoral artery; the vessel diameter was 6 mm; the size of the sheath ancillary used was 6 fr; hemostasis was successfully achieved using the second device; and there was no health damage reported to the patient.